Manufacturer narrative:
A report was received that during product preparation of a raptor ptca balloon catheter, a leak was detected. Approx, the product was not used. Product analysis detected a shaft kink with separation of the outer body under the strain relief. It is unk if device handling may have contributed to the kink and separated outer body. Upon inspection of the returned product, the customer's complaint of hub leakage was confirmed. A non-sterile raptor ptca was received coiled. Balloon had the pre-wrapped configuration. Strain relief was removed in order to look for damages and a kink was found just after the hub. Also outer lumen was separated at the kinked zone, inner lumen remain attached to the hub. Rest of separated outer lumen was observed into the hub. Mfg records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. Separated outer lumen might contributed. Cause of separated outer lumen could not be determined. Controls are in place during mfg process in order to avoid damaged units from leaving the facility. The exact cause of the failure reported by the customer could not be conclusively determined.

Event description:
During prepping of the device, it was noticed that there was a leak in the bub. There was no patient injury. The product was not clinically used.